Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a pacemaker implant, this latitude programmer's touch screen stopped working. The issue was resolved after turning the programmer off and on several times, and the touch screen resumed working properly. The procedure was completed successfully, with no adverse patient effects reported. This latitude programmer remains in use.